Event description:
This lead was explanted due to high thresholds. Should add'l info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two fragments. A length of 22 cm at the distal part of the lead including the lead tip was not returned for analysis. The available lead fragments were analyzed. The lead body was found stretched and the insulation was damaged due laser extraction. It is reasonable to assume that these damages resulted from the explant procedure. During the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.